Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. The monopolar electrodes are products used for monopolar cutting and dissecting in hf surgery. The ceramic body, still containing the metal needle. And the loosened connection part were received for investigation. Both metal parts (needle and connecting part) are soldered in vacuum brazing process within the ceramic body. The soldering paste on the connection part was not sufficient. On the back side of the connection part, soldering paste was found. The cause of intraoperative detachment of the connecting part was the result of a manual human error during the manufacturing process. There are no other complaints of this nature to date.

Event description:
Country of complaint: (B)(6). Doctor performing laparoscopic cholecystectomy. Diathermy hook with ceramic tip used during procedure. Hook detached from the shaft and doctor noticed diathermy was not working. On inspection, the white ceramic tip was missing. This was located on screen and removed from patients body. The item was removed from the patients body.